Manufacturer narrative:
Device evaluation: the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted, give date: unknown, it was not provided by the customer. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens (iol), model zxr00 (11.5 diopter) with an axial length right eye (od) 27.61 mm, was performed on a male patient due to calculations errors with biometry. A surprise to the hyperopia of 1.0 diopter due to the fact that the calculation had not been adjusted according to the axial length. It was indicated that there was nothing wrong with the product, the lens was not in question, but the calculation was. The surgery took place on (B)(6) 2017, and the explanted lens was replaced with a pcb00 model (16 diopter ). The explanted lens was discarded by the customer. The incision was enlarged during the replacement. There was no other medical or surgical interventions required and no vitrectomy was performed. It was reported that the patient was doing very well when he was discharged. Visual acuity pre-op (pre-initial implant): 20/40. Visual acuity post-op (post-initial implant): 20/30 no correction, with correction 20/20. Visual acuity post-op (post-replacement): corneal edema¿ 20/40 ¿ they are confident that in the 10 days post op, it will be great.